Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2023. Upon examination, it was noted that the right atrial (ra) lead had no capture threshold and was sensing ventricular signals. Chest x-ray confirmed ra lead dislodgement and lead in right ventricle. The physician performed revision procedure where ra lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and far r oversensing. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.